Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 250 mg/dl). Customer tried using multiple infusion sets/site placements and sought out extra training. Tandem clinical diabetes specialist met with the customer and customer alleged pump was "not working". Customer reverted to using another pump.